Event description:
It was reported that during the laparoscopic assisted low anterior resection, the stapler was used as indicated and when firing it, it only stapled half of the circumference. After the event there was not enough margin for the anastomosis, so there was need for a colostomy. Delay of 90 minutes, and they could not do the anastomosis.